Event description:
The following has been reported: biomed reported: "will not allow user to "back prime". Alarming air in line and unable to get air out with just tapping... The "back prime" button will not work" 9/26 biomrd reported: (B)(6), brought back to shop, sent to depot for investigation, received at depot and pulled logs sent to ivenix for review, preliminary investigation: sensor hardware failure (downstream air sensor). Ran functional checks, return to service, placed pump in bring up mode and sent to the test line, passed all stations of the test line front housing , final acceptance, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @16:23 and (B)(6) 2025, passed heratherm pulled @ 04:23am (B)(6) 2025, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service." Work order type corrective maintenance order description will not allow user to "back prime". Alarming air in line and unable to get air out with just tapping... The "back prime" button will not work. Problem cause equipment failure resolution code vendor repair/support resolution detail picked up unit." A preliminary review identified the following issue: sensor hardware failure. (Downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported sensor hardware failure (downstream air sensor) issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.